Event description:
The customer reported that the 840 ventilator compressor did not turn on when wall air service was not available. The patient was not harmed or injured as a result of the event. Covidien was not authorized to repair the unit. The customer inspected the device and could not duplicate the reported failure. It is not verified that the vent was inoperable, and that a malfunction occurred.